Manufacturer narrative:
H3: analysis of the lead (lot#: va2zgk1) revealed that the returned device passes the returned device passed all testing in the laboratory and no anomalies were identified. Continuation of d10: product ID 978b128 lot# va2zgk1 serial# (B)(6), product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2zgk1 serial# (B)(6): product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 28-mar-2026, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the caller was in a case to place a new battery and lead and they were having issues with the impedance test. The caller reported that the impedance values were fluctuating between tests. The caller indicated that the procedure was taking a long time, and that the patient was on the tablet for two hours. During the call the caller ran impedances and provided the following values: ref 0 1 4000ohms c 777 3 1100 2 1600 ref 1 all >4000ohms. The caller indicated initially that they did not test motor response and later in the call they said that the motor response was variable, sometime the patient was responding at 0.5ma other times at higher amplitudes like 3ma. To test motor response the caller programmed electrodes 0 and 1 as the active electrodes and cycling 4s on and 4s off. The caller increased the amplitude to 2ma and got a message that the system was at its max amplitude. The caller reported that they could not see any motor response from the patient. The caller indicated that they were electing to replace the lead. The issue was not resolved through troubleshooting. The doctor was replacing the lead. The caller called back and noted that the issue with impedance this morning was resolved when the lead was switched out. The caller said the initial lead was 'faulty.' The caller said these issues related to impedance were happening 'monthly' and they were unhappy with the fact that with the old systems you could increase settings during impedance tests to resolve the issue where as now with the new systems you cannot do that. The agent noted their concerns would be documented in this case and emailed the case number to the caller.